Event description:
It was reported that the customer had an episode of low blood glucose and the police and paramedics were called. It was stated that the insulin pump got cracked at the reservoir compartment while the customer was taken from under the house. It was stated that the customer's low blood glucose may have been due to the device's settings. It was stated that the customer is very sensitive to insulin and he is working with his doctor to get him back in balance. Advised the customer to discontinue use of the device and to revert to back up plan. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. Furthermore, the device was received with a cracked case on the reservoir tube. After testing, it was concluded that the device operated within specifications.